Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is completed.

Event description:
It was reported to philips healthcare that the heartstart mrx etco2 port is pushed back. There was no reported impact.